Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the sensor parameter exhibited dashes (---). The sensor could not be programmed to off, passive or on. Return to standard was not successful. Therefore, the device was replaced.